Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, left side rupture. Diagnosed by ultrasound. Device has been explanted and replaced with non allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, 1 opening assessed, as unidentified (tear) opening (shell thickness was within specification). Additional observations: observed, non-penetrating nicks. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, left side rupture. Diagnosed by ultrasound. Device has been explanted and replaced with non allergan device.

Manufacturer narrative:
Continued h6 (health effect - impact code): f15 - recognized device or procedural complication. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture diagnosed by ultrasound. Device has been explanted and replaced with non allergan device.